Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, and unspecified number of tubes were overfilled. There was no health impact or consequences reported.

Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, and unspecified number of tubes were overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for overfill was not observed. Additionally, 100 retention samples were visually inspected with no issues being identified. Lastly, 10 retention tube samples were draw tested. All tubes were within specification. Based on a review of the device history record all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.